Event description:
It was reported that the patient's lead was displaying high impedances on multiple contacts and the patient was experiencing a loss of stimulation. Reprogramming was attempted but did not resolve the problem. The patient's lead was explanted and replaced. The procedure was completed successfully.

Manufacturer narrative:
The returned infinion cx lead was analyzed; visual and x ray inspection confirmed that all cables of the lead were completely broken at the bent/kinked location of the lead. The location of the bent/kink is 2cm from the set screw mark of the clik x anchor. The lead breakage appears to be exposed to excessive mechanical force or movement which caused the fractures at the anchor point. With all the available information, boston scientific concludes the reported event was confirmed loss of stimulation and high impedances were caused by a lead fracture where the lead body exited the clik x anchor. The most probable cause was traced to component failure.

Event description:
It was reported that the patient's lead was displaying high impedances on multiple contacts and the patient was experiencing a loss of stimulation. Reprogramming was attempted but did not resolve the problem. The patient's lead was explanted and replaced. The procedure was completed successfully.